Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the physician was attempting to retract the l-hook while the distal end of the electrode remained in the abdominal cavity. While attempting this, the electrode dislodged from the hand piece because the locking ring for the electrode did not lock into place. The reporter indicated that the locking ring did not fit properly into the hand piece. The resulting force that was applied to the hand piece was transferred to the electrode causing the tip to puncture the patient's liver bed, causing a loss of 150 cc of blood. The bleeding was controlled through the use of mechanical pressure using a sponge and instrument, followed by cauterization of the wound until hemostasis was achieved. This resulted in a delay of 15 minutes to the procedure. The patient injury was reported as temporary, with no further information provided.